Event description:
It was reported that the patient underwent a surgical procedure for an incisional hernia repair on (B)(6) 2005 and mesh was used. The operative report states that the procedure was very difficult due to the size of the patient's abdominal wall. On (B)(6) 2007, the patient underwent a repair of the recurrent incarcerated ventral hernia, a large amount of adhesions with bowel adhered to the mesh was noted. The mesh was not removed and the surgeon elected to place a new mesh (bard composix lt mesh) over the old mesh. It was reported that the patient expired on (B)(6) 2007.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - it was reported that the patient was admitted through the emergency room on (B)(6) 2007 with severe abdominal pain and signs and symptoms which were consistent with large recurrent ventral incisional hernia that she had after gastric bypass surgery and reflux surgery repair and previous hernia repair with mesh in 2005. The patient was taken to surgery on the (B)(6) 2007 for repair of her recurrent incarcerated ventral hernia. She was found intraoperatively to have a very large amount of adhesions with bowel adhered to the mesh. The surgeon performed laparoscopic repair of recurrent incarcerated ventral hernia with mesh, lysis of massive amount of adhesions. The findings in surgery were that of massive adhesions including small bowel to the mesh. There was an opening in the mesh which the bowel was adhered. Adhesions were taken down from the anterior abdominal wall. The surgeon did not remove the old mesh, but a 10.2 x 13.2 inch bard composix lt mesh was inserted through the subxiphoid port. The patient did well on post-op day #1 she was somewhat lethargic and she had a brief episode of supraventricular tachycardia with decreased urine output. Her abdomen was distended and tympanitic. A pulmonary consult was obtained and the impression was that she had asthma, respiratory failure status post extubation and increased heart rate. Cardiology was also consulted and they recommended that she had sinus tachycardia secondary to decreased vascular volume and status post repair of hernia. History of hypertension, probable obstructive sleep apnea, history of gastro esophageal re flux disease, history of mild coronary artery disease. The patient had inferior wall ischemia on stress testing with normal left ventricular ejection fraction. Due to her weight and the necessity for surgery the patient had deferred heart catheterization and the doctor&apos;s plan at this time was to recommended increasing intravascular volume by increasing the patient's intravenous fluids. By (B)(6) 2007, the condition of the patient deteriorated still and the patient had to be intubated, secondary to acidosis. The patient was oxygenating, however, with significant acidosis reflective of sepsis. On (B)(6) 2007, the patient was taken to the or for an exploratory laparotomy with removal of the mesh, drainage or intra-abdominal infection, peritonitis with lysis of adhesions and segmental small bowel resection, repair of perforation, extensive peritoneal debridement, lavage with drainage. The patient was in acidosis and went into ventricular rhythm, acls protocol was instituted. The patient was shocked at 360 synchronized which restored sinus rhythm and blood pressure. The abdomen was left open. The patient was found to have a large amount of contaminated fluid in the abdomen and small perforation in the distal jejunum. Her abdomen was irrigated with copious amounts of irrigation fluids and some large irrigation drains were left in place post surgery. Post surgery echocardiogram imaging was also performed to ensure the patient had normal left ventricular ejection fraction and no significant tricuspid regurgitation. Following surgery the patient continued to be in a very critical condition and did not do well. Lab report came back that the patient did have small bowel necrosis with acute inflammation. There was an area of perforation and this was an area where the bowel wall was thin and inflamed. Throughout the day patient was given massive amounts of bicarb to combat the acidosis and allow the medications to work but the patient lost pulse and blood pressure repeatedly and was revived. She lost pulse and blood pressure again and that time she could not be resuscitated and she expired (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).